Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented after receiving a vibratory alert, noise and varying capture threshold were observed. Further testing was recommended.